Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that a spike of the set was separated from the port of the twin bag during the therapy. A connector cover was not attached. Antibiotics was administered for prevention. There was no patient injury or medical intervention. The actual sample is not available for evaluation. No additional information is available at this time.